Event description:
Upon removing spinal needle from pt's back the anesthesiologist realized the tip on the needle was missing. It had remained in the pt's back. Surgical intervention removed the needle with no adverse effect on the pt.